Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had "knots" at the infusion set sites. Customer went to the emergency room (ER) and was diagnosed with cellulitis and an infection at the infusion set site. Customer was treated with antibiotics and fluids. After 2 hours, customer left the ER. The event did not impact blood glucose (bg) and was reported as approximately 300 mg/dl. Type of infusion set use was not reported.